Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have been returned to the third-party service center for completion of preventative maintenance. There was no patient involvement and no harm or injury reported. During the device evaluation, the device failed full testing due to a pilot pressure issue. The 3-way solenoid valve was replaced to address the issue. The device was re-tested; however, the test software returned three error codes, one of which was a critical error code e-183 indicating both the outlet and monitor pressure sensor failed. The system printed circuit board assembly (pca) was replaced to address this issue. The device was re-tested again and the newly replaced pca returned the same error codes as the original pca. The replaced pca was re-fitted in the device and the device retested and it passed all testing.